Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) worked remotely with customer to remove a cubie pocket from the device that was showing a duplicate address. The pocket was successfully removed, and the customer replaced the pockets with new empty cubies. No additional issues were observed. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and row b was also failing with an error indicating duplicate pockets. The customer recovered the pockets, but when they placed them back into the drawer, they immediately failed again. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.